Event description:
Facility alleges an adverse reaction occurred 10 minutes after the initiation of treatment. Pt complained of severe neck, back, and chest pain. Pt was given nitroglcerine sl and oxygen via nasal cannula. Dialysis was discontinued and blood returned to the pt. No blood loss occurred. Pt was placed on a cardiac monitor which showed a normal heart rate. No serious injury reported as a result of this event. This event involved one pt.